Event description:
Follow up information obtained confirmed that the event was due to surgeon error as he had cut the extension during the procedure ((B)(6) 2012) due to the extension being coiled at the top of the implantable neurostimulator (ins). It was clarified that the revision procedure was being performed because of migration of the leads. The procedure was then aborted and that the patient had no complications. The patient was not receiving any therapy and still had pain as bad as she had prior to implant. It was reported that the patient needed further surgery for correct re-placing of new leads and extensions. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 7472-40 (B)(4) implanted: (B)(6) 2011 explanted: unk; programmer model 7435 (B)(4); lead model 3778-60 (B)(4) implanted: (B)(6) 2011 explanted: unk. The initial MDR was filed as mfg. Report # 3007566237-2012-00191. Additional information received clarified that the correct manufacturing site was site #3004209178.

Event description:
It was reported that during a revision surgical procedure, it was observed the one of the bifurcation sections of the extension (that connected to the 0-3 port in the implantable neurostimulator). Additional information was requested regarding the event but was not available at the time of this report. A follow-up report will be sent upon receipt of any information received.

Manufacturer narrative:
Extension model 7472, serial# unknown, implanted: (B)(6) 2012, explanted: na.